Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charge coupled device unit a definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: the picture intermittently goes in and out, and when using cautery, colored wavy lines appear across the screen. This issue was due to a faulty charge-coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had picture went in and out. When using cautery there were colored wavy lines across the screen. The issue occurred at a shoulder arthroscopy with rotator cuff repair procedure. The procedure was prolonged less than 30 minutes and completed with an olympus back-up device. There were no reports of patient harm.